Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. At the time of the issue, sealing sequence was interrupted and was unable to complete. No known error occurred when the vessel sealer issue happened. At the time of the event, during the sealing sequence, an audible signal (continuous tone) while the pedal was pressed was observed. No audible tone was observed to alert a complete sealing cycle. The tissue was not cut since sealing was incomplete. The target tissue was the colon. No unexpected bleeding was experienced by the patient. Isi received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed. Review of the system logs identified error code 282 indicating recognition failure, error code 22020 for engagement failure, error code 22026 for homing failure and a detected dislodged blade failure. The instrument was tested passed engagement, recognition, cut and sealed as expected during in-house testing. The grips moved intuitively with full range of motion/ the grips opened and closed properly. Further inspection identified no physical damage on the instrument including the blade. Visual inspection did not show that the blade was exposed outside of the blade garage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the vessel sealer extend (vse) instrument involved with the alleged issue;however, failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument insufficiently sealed - it was unable to complete the sealing cycle. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.